Manufacturer narrative:
The cartridge was not available for return. The cause of this event is unknown.

Event description:
The customer reported discordant sodium results from one rp 500 when compared to another rp 500 at the same site. There was no reported injury due to this event.